Manufacturer narrative:
Additional information was received that the issue was that it was not easy to adjust, but that the unit was still functional. The unit did not lose the ability to manually ventilate and would be noted during preuse testing, as contained in the user manual. The pressure gauge has been designed as a means for the clinician to monitor pressure in the circuit. Unit is designed to alarm if pmax setting is reached. User has the option to switch to mechanical mode of ventilation where the apl is not in the circuit. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the adjustable pressure limiting valve that adversely affected the ability to manually ventilate. There was no report of patient involvement.